Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. Two days after event onset, the patient was hospitalized for the event. The patient was treated with an unspecified drug (no further details was provided). One day after hospitalization, pd therapy was discontinued. On an unreported date, the pd catheter was removed and the patient was switched to hemodialysis. At the time of this report the patient had not recovered from the event. No additional information is available.